Event description:
It was reported that patient system was explanted on an unknown date due to infection.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.